Event description:
It was reported to nuvectra that during a trial lead implant, the first implanted lead was observed to have a bend during x-ray. The second implanted lead exhibited impedance issues. Subsequently, the leads were removed and replaced.